Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that knife had a dull blade. There was no report of any patient impact. Additional information has been requested. Additional information received confirmed that the dull blade was noted during surgery. An alternate knife was obtained in order to perform the procedure. It was confirmed that there was no harm to the patient. Additional information is not available for this reported event.